Event description:
Same case as 2134265-2014-04990 and 2134265-2014-04942. It was reported that motor drive unit failed to do auto pullback. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the unspecified lesion. During procedure, motor drive unit failed to do automatic pullback. However, liquid crystal display (lcd) functions normally. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6) device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).